Event description:
A customer reported that the on-off button of their device was unresponsive and required multiple presses to function. There was no adverse impact to the customer's blood glucose level documented in the report. Resolution ¿ cts to replace pump